Event description:
It was reported that the patient faced infusion set leak is at site, event on (B)(6)2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. When additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545.